Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with missing segments due to open lcd zebra connector. Unit also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have been at diabetes camp and insulin pump may have been exposed to moisture. Customer also reported display anomaly; customer states there were pixilated lines across display screen. Customer's blood glucose was 201 mg/dl. Customer was advised that insulin pump would need to be replaced.